Event description:
It was reported to philips that the device was not recognizing the therapy cable. There was no reported patient involvement/adverse patient impact. One processor pca was returned for failure analysis. The reported problem was verified during lab testing. The solder contact pins common to connector j16 had lifted off the solder lands due to a cold solder and/or physical stressing of the solder joints during the use of the device. J22 was also broken off.

Event description:
It was reported to philips that the device was not recognizing the therapy cable. There was no reported patient involvement/adverse patient impact.